Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer over filled the cartridge. Customer continued to use the existing cartridge. Customer experienced a low blood glucose (bg) level of 42 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg level.